Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer's blood glucose level was 221 mg/dl. Reportedly customer did not perform the air removal technique before loading the cartridge. Tandem technical support assisted customer with priming the air bubbles out.